Event description:
Riata lead which is currently on advisory. A (B)(6) man with prior mi and vt and single chamber ICD implant. He has a riata ICD lead. He presents today for extraction and reimplant of a new ICD lead system.